Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the date of the revision or what was removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for the revision was loosening of the femoral component, metal-on-metal hip components, and pain. Operative report further noted metal-on-metal debris reaction in the soft tissue, light staining of tissue, the taper adapter was cold welded to the stem, and fibrous tissue due to femoral stem being loose. During the revision, there was difficulty removing the stem so a trochanteric osteotomy was performed. Additionally, an intraoperative periprosthetic displaced fracture at the tip of the stem was found which was treated with cables. All components were removed and replaced with competitor products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." "Intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-06600 & 06601 & 1825034-2015-02651 & 02652).